Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient representative reported left side capsular contracture baker grade IV, cysts (non device related), and "psychologically affected by the situation of possible bia-alcl". Device remains implanted.